Event description:
The lead was explanted and replaced due to dislodgement and high pacing threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.